Event description:
The customer reported that the ventilator shut down and alarmed while in use on a patient. The customer reported the patient suffered no harm. The hospital nurse reported the ventilator monitor had gone black and was not cycling. The ventilator was powered off and set aside. The respiratory therapy supervisor powered the ventilator back on to assess what the nurse reported and the ventilator powered on and into normal ventilation mode as expected. The manufacturer's service technician was unable to duplicate the customer reported event. The ventilator diagnostic log did indicate that the ventilator performed a restart around the reported time of the event, however the customer denied that a restart had occurred. The service technician replaced the power switch as a precaution for the restart condition. The service technician performed extended self test and all tests passed per operating specifications.